Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The customer stated that she kept receiving the alarms despite having made several attempts to change her infusion set. The blood glucose reading was 528 mg/dl, which was treated with 18 units of insulin. The customer stated that her endocrinologist advised that she go to the emergency room but she declined to do so. She declined troubleshooting assistance for the device and requested its replacement. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.